Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with one infusion set. The symptoms were noticed within 3 hours of insertion. The site of insertion was abdomen which was rotated regularly. Patient's blood glucose level at the time of event was 289mg/dl. Therefore, patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.